Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. Inspection of the returned device revealed evidence of clinical use and an indention in the teflon pad. Visual inspection confirmed that the distal tip of the blade was broken off. A review of the device history records supports that the device was unlikely to have been released from stryker with the reported failure mode. Therefore, the most likely root cause of the broken blade is incidental or prolonged activation against solid surfaces, such as bone, metal or plastic. The instructions for use state: "avoid contact with any and all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades."

Event description:
It was reported that the blade of the ultrasonic scalpel fell off into the patient. The piece was retrieved without medical intervention. There were no adverse consequences or surgical delay. The procedure was completed successfully.